Manufacturer narrative:
(B)(4) 2011: a response from the manufacturer is pending. (B)(4) 2011: since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.

Manufacturer narrative:
February 21, 2011. A response from the manufacturer is pending.

Event description:
After 5+ years of implantation, this pacemaker was explanted for an infection.

Event description:
After 5+ years of implantation, this pacemaker was explanted for an infection.